Event description:
It was reported by the customer that a pyxis medstation es system drawer 6 failed, preventing the users from accessing the medications. Customer stated that there was a 10-minute delay to dispense the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with corrections/additional information: b5, d1, d5, e2, e3, g1, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 failed to recover. The field service engineer replaced the insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 6 failed to register as closed. The field service engineer replaced insep to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer failed to recover causing a 10-minute delay. The customer added that they were prevented from removing medication to the patient. However, there were no adverse events or injuries reported based on this event.